Event description:
It was reported "the user checked the catheter during placement as the medication had not been working. When he/she aspirated blood from one side of the double lumens, 3ml medical solution, exceeding the capacity of the catheter, was withdrawn. Also, when flushing with saline water, the medical agent drained from the opposite route. Therefore, he/she supposed that the lumens might have crossed over, so removed the catheter and replaced it with a new one. No harm to the patient occurred. Later, the me of the hospital tested the catheter; when flushing from both ends of two lumens, saline water drained from each port. When blocking the tip and injecting saline water from the tip, water leaked out of the side hole." There was no medical intervention required. No patient harm or injury. The patient's current condition is reported as "fine".

Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported "the user checked the catheter during placement as the medication had not been working. When he/she aspirated blood from one side of the double lumens, 3ml medical solution, exceeding the capacity of the catheter, was withdrawn. Also, when flushing with saline water, the medical agent drained from the opposite route. Therefore, he/she supposed that the lumens might have crossed over, so removed the catheter and replaced it with a new one. No harm to the patient occurred. Later, the me of the hospital tested the catheter; when flushing from both ends of two lumens, saline water drained from each port. When blocking the tip and injecting saline water from the tip, water leaked out of the side hole." There was no medical intervention required. No patient harm or injury. The patient's current condition is reported as "fine".

Manufacturer narrative:
Qn#(B)(4). The customer returned one, 2-lumen PICC catheter for analysis. Signs of use in the form of adhesive residue were observed on the juncture hub. Visual analysis did not reveal any defects or anomalies on the returned sample. The catheter body length from the juncture hub to the severed end measured 21 7/8", which is within the specification limits of 21 1/2"-22" per the catheter product drawing. The catheter body outer diameter measured 0.067", which is within the specification limits of 0.066"-0.075" per catheter extrusion product drawing. The returned catheter was then tested per bs en iso 10555-1 section 4.7.1 (amrq-000078 rev.36), which states that there shall be no liquid leakage in the form of one or more falling drops when pressurized to 300kpa-320kpa for 30 seconds. The device was connected to a lab leak tester and pressurized to 300 kpa for 30 seconds with the distal end occluded. The extension lines were connected individually to the leak tester, and when pressurized, no catheter backflow or leaks were detected from any portion of the catheter, which indicates no inter-lumen crossover was present. Based on this testing, the customer report could not be reproduced with the returned sample. A manual tug test confirmed that the extension lines were secure within their respective luer hubs. A lab inventory syringe filled with water was attached to both extension lines and flushed. The water was observed exiting the correct locations from the distal tip and skive of the catheter. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number taken from the sales history data of the customer. Multiple potential findings were identified. A non-conformance was initiated for 13c23f1034 to address the issue of spring wire guide/catheter resistance. Non-conformances were initiated for 13c23c0904 to also address the issue of spring wire guide/catheter resistance. A non-conformance was initiated for 13c22e1156 in regard to tolerance failures between components. Finally, a non-conformance was initiated for 13c23a0357, 13c22m1025, and 13c23a0356 to address the issue of extension line leak during use. The IFU provided with the kit informs the user, "ensure catheter patency prior to use, including prior to pressure injection. Do not use syringes smaller than 10 ml to reduce risk of intraluminal leakage or catheter rupture. Power injector equipment may not prevent over pressurizing an occluded or partially occluded catheter." The report of catheter lumen crossover was not confirmed through complaint investigation of the returned sample. Both lumens passed functional leak testing performed per iso 10555-1 and no evidence of backflow or inter-lumen crossover was observed with either lumen. Flush testing of the catheter confirmed the lumens were flushing with the correlated exit ports. Based on the customer report and the testing of the sample received, no problem was found with the returned device. Teleflex will continue to monitor and trend for reports of this nature.